Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4318 serial # (B)(4) description: clik x anchor.

Event description:
A report was received that the patient experienced a loss of stimulation due to high impedances. The patient underwent a lead revision procedure where the lead and anchor were replaced. The physician noted there was a kink at the anchor site when unscrewing the anchor to replace the lead.

Manufacturer narrative:
Additional information was received that device malfunction was suspected.

Event description:
A report was received that the patient experienced a loss of stimulation due to high impedances. The patient underwent a lead revision procedure where the lead and anchor were replaced. The physician noted there was a kink at the anchor site when unscrewing the anchor to replace the lead.

Manufacturer narrative:
Sc-2352-70/(B)(4): the complaint has been confirmed. X-ray inspection showed that the cable e2 was fractured close to the solder nugget at the distal end. The fractured cable resulted in the reported high impedances. There are no exposed cables. Review of the device history record revealed no anomalies. Sc-4318/(B)(4): the clik anchor has torn eyelets with missing silicone material. It has been confirmed that all the silicone material was removed from the patient.

Event description:
A report was received that the patient experienced a loss of stimulation due to high impedances. The patient underwent a lead revision procedure where the lead and anchor were replaced. The physician noted there was a kink at the anchor site when unscrewing the anchor to replace the lead.